Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a reported blood glucose of 400 mg/dl and suspected insulin delivery interruption on the ilet after the device was left in the fill tubing step overnight with the ¿do you see drops¿ screen displayed. Upon confirming the prompt, the procedure completed and insulin delivery resumed, with prior alerts indicating insulin filling, and the event involved the infusion set tubing component. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the event was attributed to an improper or incorrect procedure related to the tubing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.